Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench and an anomalous capacitor connection was found to be the cause of the power on reset.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode during a follow-up. The device was explanted. The patient was stable.